Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The returned device was not complete, only a section of 175cm (approximately) was received, the distal section of the guidewire was not returned; based on the inspection performed to the returned section, it seemed to be that the device was mechanically cut. Besides, the returned part had kinks located approximately at 5cm, 31cm and 137cm from the proximal end. Dimensional inspection of the outer diameter (od) of middle and proximal section of the device were performed and were within specifications. Dimensional inspection of the overall length and od of the distal tip could not be performed due to the device condition.

Event description:
It was reported that the device was stuck on the wire. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire ic were selected for use. During procedure after several ablations, upon removal of the device, it was noted that the burr got stuck with the wire.the devices were completely removed from the patient as a unit and completed the procedure with a non bsc device. No patient complications reported and patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device was stuck on the wire. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and rotawire ic were selected for use. During procedure after several ablations, upon removal of the device, it was noted that the burr got stuck with the wire. The devices were completely removed from the patient as a unit and completed the procedure with a non bsc device. No patient complications reported and patient's condition is good.